Event description:
It was reported that the right atrial (ra) lead dislodged while the patient was in the holding area post implant. A revision was performed, and the lead remains in use. No patient complications have been reported as a result of this event.